Event description:
End user states "he feels the adhesive along the sides of the packaging that seals the paper and plastic together is too strong. He said he never had trouble peeling them open in the past, he said now to get it to peel it open he has to pull much harder than he ever has; has to hold it with both thumbs on the vinyl and pull down the paper and the paper will tear down the middle sticking to the sides where adhesive is. He then has to grab a knife to be able to "score the paper away" to get the catheter out which could easily contaminate the catheter as he said he does not sanitize the knife prior and it does touch the water the catheter it sitting in." End user was advised to avoid using a catheter he feels could be contaminated prior to use.

Manufacturer narrative:
A2: sex: male, age: 70 based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.